Manufacturer narrative:
Investigation findings: the pump was received for evaluation and met all testing specifications; the reported problem could not be duplicated. The customer has been contacted regarding these findings. Multiple attempts were made to obtain detailed information regarding this event. The customer did not known the settings on the pump, how much fluid the patient received or the current status of the patient. In addition, the customer reported that the tubing set used during this event was discarded. The customer reported performing a patency test and checking for presence of the o-ring prior to use of the tubing set.

Event description:
The customer reported that during use of this pump in a knee arthroscopy, the patient's knee became swollen. The pump did not alarm during this event. There was no report or serious injury or surgical delay with this event.